Manufacturer narrative:
(B)(4): device currently unavailable.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device and the issue could not be resolved. The device was explanted (B)(6) 2013; during the same surgery the patient was reimplanted with a new device.

Manufacturer narrative:
This report is filed on january 31, 2014.